Event description:
New information received indicated that the device was explanted and replaced.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. No intervention was performed. There were no patient consequences.